Event description:
The device was applied during a bladder suspension. The needle broke while passing through tissue. The surgeon retrieved the component without pt injury. A new device was applied to complete the procedure.